Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:45:34. During night drain cycle four, the patient's ultrafiltration reading was 1683ml, indicating the home patient (hp) drained 1683ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was one or more cycle advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.